Event description:
The customer reported that the systems' x-ray beam was not centered on the image intensifier. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep centered the collimator on the image intensifier. The system was tested and found to be working as intended and put back in service.